Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: red particle material on the shell opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (unknown grade) and rupture.

Event description:
Healthcare professional reported capsular contracture (unknown grade) and rupture. This relates to the left device. Device has been explanted.